Event description:
The customer reported that the system will not boot up. It gets about 2/3 way booted up and then just hangs up. The load bar freezes up.

Manufacturer narrative:
Up arrival the ge service rep's arrival, the system booted up and functioned correctly. He checked the power plug and tightened the screws. He booted the system several times with no duplication of error. He believed the system rebuilt the flash for gib pcb and functioned normally.